Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. According to the IFU, the safety and effectiveness of the angio-seal has not been established in pts with clinically significant peripheral vascular disease.

Event description:
It was reported in the journal article, "surgical treatment of complications associated with the angio-seal vascular closure device: report of three cases" that an angio-seal was used. The date of the angio-seal deployment and the physician who deployed the angio-seal is unk. A pt underwent a percutaneous transluminal angioplasty (pta) for his left superficial artery (sfa). The pta was successfully performed via the left common femoral artery (lcfa). An angio-seal was used to close the inguinal puncture site. Hemostasis was not achieved and manual compression was applied but bleeding continued. An angiogram was immediately performed which revealed active bleeding from the puncture site and an occlusion of the treated sfa. An emergency operation was performed under general anesthesia. The bifurcation of left sfa and deep femoral artery (dfa) in which the anchor was located, was so highly calcified that the physician was unable to make a vascular incision. The physician pulled the angio-seal suture, which was near the cfa puncture site, and removed the anchor through the extended puncture hole. Even with adequate force, the physician was unable to move the anchor; therefore, the physician closed the puncture site surgically and added anticoagulation therapy to treat the lower limb ischemia. Four weeks later, the physician successfully treated the occlusion in the pt's left sfa with balloon angioplasty and stent placement. No additional info is available.